Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, an arc was heard from the electrode pads. Complainant alleged that after removing the electrode pads they noticed redness to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the returned unopened electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through extensive testing without duplicating the reported malfunction. Electrodes from retained samples of the same lot number 3817 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.